Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was inserted per protocol with no difficulty. Support had been going for approximately 45 minutes with stable hemodynamics when patient then acutely lost pulsatility. A hematoma in the right groin developed. The groin swelled very quickly despite pressure and patient became acutely unstable. Volume was administered and four units of packed cells. The physician gained contralateral access and was able to use an omni catheter to get up and over the bifurcation and place a wire. The vascular surgeon joined the case at this point and was able to use an 8 mm balloon to occlude the arteriotomy. Patient still hemodynamically unstable until rapid infusion of four units of packed cells completed. Impella had to be removed to manage the vascular complication. X-ray imaging showed a kink in the 14 french sheath body. The kink caused the 14 french sheath body to crack and allow for a large hematoma to develop. The cp was removed and per close deployed successfully with balloon tamponade. The patient is stable.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel and the introducer damage ¿ mechanical issues has been completed since the original report was submitted. The impella device and the introducer were not returned for investigation. It was reported that during removal of the sheath active bleeding was observed out of the crack in the body of sheath prior to peeling it away. The cause of the vascular damage issue was most likely an introducer sheath split along the score lines due to excessive manipulation of sheath during support per clinical.